Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not deliver boluses appropriately after consuming meals, and experienced an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, there was no allegations that the pump delivered an incorrect amount of insulin or functioned improperly. It was confirmed that the health care provider's office would consult with the customer and a registered dietician on assisting the customer with bolus decisions for diabetes management.